Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication. The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule.

Event description:
Healthcare professional reported "double coarse capsule with foci of calcification in the area of the posterior leaflet (the base of the implants). The removed implant on the left (intact) had a high probability of rupture in the future due to the presence of coarse scar growths-straps on the anterior surface". This record is for left side. Device was explanted and not replaced will not be returned.